Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history review did not find any new alarms, however, "not recognizing wall air" is not recorded as a fault in the companion drivers. Wall air is indicated by an icon on the display. Visual inspection of external and internal components. Companion 2 driver failed functional testing for acceptance at incoming inspection due to driver not recognizing wall air. Previous investigations into this issue identified the manual pressure regulator as the malfunctioning component. Additional testing included a battery of tests to isolate the pressure regulator, confirming the suspected problem. Ultimately, a known functional manual pressure regulator was installed and driver passed all areas of functional testing with the replacement component. Failure investigation for this complaint confirmed the reported complaint during incoming inspection. The customer complaint was replicated during testing; the root cause of the reported inability of the driver to recognize wall air was determined to be a malfunctioning manual pressure regulator. Failure investigation identified no other test failures or damage that could have contributed to the reported complaint. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
During routine evaluation at syncardia, the service technician reported that companion 2 driver, failed incoming functional testing. It does not recognize external air and air icon is not enabled.

Event description:
During routine evaluation at syncardia, the service technician reported that companion 2 driver, failed incoming functional testing. It does not recognize external air and air icon is not enabled.

Manufacturer narrative:
Companion 2 driver will be investigated. Results will be reported in a follow up MDR.